Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), product registration-corrected information, b5: describe event/problem- corrected information, d4: catalog no- corrected information, d4: lot no- corrected information, d4: expiration date- corrected information, d4: UDI- corrected information, d10: concomitant medical product name- corrected information, d10: medical product- corrected information, d10: therapy date- corrected information, h2: type of follow up- corrected information, h4: device mfg date- corrected information, h6: corrected information.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).